Event description:
It was reported that intra-operatively, the patient experienced a pneumothorax during a lead replacement. The existing lead was partially removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.